Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Reportedly, the cartridge was cracked. The customer's blood glucose level was 289 mg/dl. It was reported that the customer had taken steps to correct blood glucose level. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.